Manufacturer narrative:
It was reported by the customer that ¿upon accessing midline IV line it was noted that there was delayed recoil of the blue anti-reflux piece within the clear casing. An audible "snap" sound was heard. The customer also reported that they felt the splatter reside on a knuckle of their gloved hand and upon inspection could visibly see three splatter spots of liquid. Two samples of the maxzero connectors were submitted for quality investigation. The sample maxzero connectors were first visually examined for any damages or abnormalities. There were no issues identified during the visual inspection. The maxzero connectors were then connected to sample extension set tubing use for testing purposes. Additionally a 10 ml syringe was used to push water through the maxzero connectors in order to replicate the issue the customer reported. There were no issues with leakage, air-in-line or occlusion when pushing fluid through the connector. The syringe was then disconnected from the maxzero connectors. When the syringes were disconnected the maxzero connectors made an audible clicking sound when closing and it allowed for some fluid to exit though the maxzero inlet. The maxzero appears to close with a slight delay when disconnecting the syringe, however, when it closes, it closes quickly and catapults fluid, giving it an appearance of shooting water out of the connector. The customer complaint of component damage - leak was verified. The investigation was forwarded to manufacturing and quality operations. They were not able to replicate the condition reported at the manufacturing facility, however, the most possible scenario is partial/lack of silicone applied to the valve. This may be generated in the assembly machine due issues with the silicone dispenser station. Actions have been taken to address the silicone dispensing issue for this assembly after the estimated date of the products production. No further corrective or preventative actions were considered necessary. A device history record review could not be performed because the lot number is unknown. After tracing the maxzero identification number, the lot numbers could not be determined because there were multiple material possibilities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided. Material#: unknown batch#: unknown it was reported by the customer that ¿upon accessing midline IV line it was noted that there was delayed recoil of the blue anti-reflux piece within the clear casing. An audible "snap" sound was heard. I felt the splatter reside on my knuckle of my gloved hand and upon inspection could visibly see three splatter spots of liquid. ¿ verbatim: complaint received via email. Email(s) attached. Icare (B)(4) ¿upon accessing midline IV line it was noted that there was delayed recoil of the blue anti-reflux piece within the clear casing. An audible "snap" sound was heard. I felt the splatter reside on my knuckle of my gloved hand and upon inspection could visbly see three splatter spots of liquid. ¿ product saved event date: (B)(6) 2023 response received on 30-oct-2023. ¿ can you please advise the material number and lot number of the affected product? I am not able to provide this, as there is no identification on the product itself. That is only visible on the packaging, which I do not have in my possession. I am not able to tell if the lot that is currently stocked in my unit and the lot being used in these icare reports is the same, nor am I able to tell if the lot stocked currently is the same. ¿ was there any adverse event or serious injury reported? Not for this icare, no. However, I do have 2 significant employee exposures on icares # (B)(4) related to this same failure. ¿ was there any medical / surgical intervention required? Yes. Medical intervention for the exposed employee on icare # (B)(4) was required.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged and leaked. The following information was received by the initial reporter with the verbatim: ¿upon accessing midline IV line it was noted that there was delayed recoil of the blue anti-reflux piece within the clear casing. An audible "snap" sound was heard. I felt the splatter reside on my knuckle of my gloved hand and upon inspection could visibly see three splatter spots of liquid. ¿ product saved. Event date: 10/24.